Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic irritation and infection at the abutment site. The implanted device remains.

Manufacturer narrative:
Correction; the patient did not experienced infection at the abutment site as previously reported. Per the clinic, the patient was prescribed topical antibiotics due to inflammation at the abutment site. Subsequently, the patient underwent revision surgery (B)(6) 2016 and a magnet was placed on existing implant. The implanted device remains. This report is filed (B)(6) 2016. The implanted device remains.